Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 7¿ from the pump housing. The distal portion of the dl was not returned. The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) and the outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), flat, tissue-like depositions were observed partially occluding two of the rotor vanes. Areas of these depositions were hard and denatured, indicating that they had been present for an undetermined amount of time while (B)(6) was supporting the patient. The lack of laminated layering suggested that these depositions did not form in this location and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined. Further examination revealed a small, tissue-like deposition adjacent to the outlet bearing ball within the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that this deposition was not present in this location for an extended period of time while (B)(6) was supporting the patient. Although the origin of this deposition could not be conclusively determined, the color and texture were similar to portions of the rotor depositions, suggesting that they may have potentially been a single formation before breaking apart and lodging in the outlet stator. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the reported elevations in pump power. In addition, they could have potentially contributed to the report of elevated lactate dehydrogenase (ldh) and hemolysis. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate (hm) ii left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) levels are elevated with coca cola colored urine. The patient also had elevated free hemoglobin levels. The patient was pulsatile with varying flows and power spikes with low pulsatility index (pi). The patient needed a pump exchange as soon as possible. The patient remained on heparin drip with international normalized ratio (inr) of 2.3, lower than his goal of 3.0 the day before. On (B)(6) 2020, ldh levels showed that the patient had moderate hemolysis. On (B)(6) 2020 free hemoglobin results verified by repeat analysis that the patient had moderate hemolysis. The patient¿s pump was exchanged on (B)(6) 2020.